Event description:
It was reported when using the bd pyxis medstation system's drawer 2.1 had issues with pockets e1 and e4. Drawer 2.1 pocket's e1 and e4 fail frequently. They fail, then cause the whole drawer to fail. The customer was able to recover but then failed again on the next access. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 30-nov-2022 to 29-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer pockets had failed frequently, which made the whole drawer to fail on the next access. A field service engineer found that pockets were not reading on row e on drawer. Reseated connection on row board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system's drawer 2.1 had issues with pockets e1 and e4. Drawer 2.1 pocket's e1 and e4 fail frequently. They fail, then cause the whole drawer to fail. The customer was able to recover but then failed again on the next access. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had pockets that were not reading on row e of drawer 2-1. A field service engineer reseated the connection on the row board but as it did not help, the row board was replaced to resolve the issue. The system functioned as intended after the field service engineer serviced the device.